Event description:
The pt was a female. She had a 95% stenosed lesion at the left circumflex (lcx) and a 100% chronic total occlusion (cto) at the proximal left anterior descending artery (plad). Lcx was tortuous and calcified. The diameter was 3.25 and the lesion length was 28mm. The physician deployed a stent at 14atm in the lcx after pre-dilation with at 2.5 x 20 pleon balloon. The wire would not cross the cto plad lesion so the pt was treated with medication only. The pt was discharged without any symptoms. Two years later, the pt had a recurrence of chest pain and ischemia was found by non-invasive test. The physician did an angiogram and found that the cypher had fractured and there was a total restenosis. The restenosis was not treated and it was decided that more observation was needed.

Manufacturer narrative:
This product noted, is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. The product could not be returned as it remains implanted in the pt. The lot number is unk so a device history report could not be performed. Restenosis is a potential adverse event associated with coronary stenting. While not observed in the pivotal clinical trials that supported the cypher stent PMA, stent fractures are uncommon events but have been observed in long stented segments including those in which overlapping stents have been used. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. In the cypher stent, they have been reported most often in certain lesion subgroups in which safety and effectiveness have not been established. Review of the limited info suggests that vessel/lesion characteristics (long, tortuous and calcified lesion) may have contributed to the event.